Event description:
It was reported that, during production using the 100 ml gray cadd cassettes, visual inspection identified one cassette containing a small white, opaque particle. Device evaluation could not determine if the particle in the video provided by the customer was inside the fluid path.

Manufacturer narrative:
Photos and video were attached to the complaint. According to video and photo received, it is not clear if the cassette has a particulate, and it is unable to be determined if a particle is inside or outside of the fluid path. A sample was not returned for evaluation. Therefore, the reported issue was not confirmed, and a cause could not be determined. No other complaints are documented for this lot number.